Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge broke causing insulin to leak. The customer's blood glucose (bg) level was 450mg/dl and a manual injection was administered to address the bg level. A cartridge change was performed to resolve the issue.